Event description:
On (B)(6) 2012, the reporter contacted lifescan alleging a power issue with the meter. This complaint was initially ruled out because the reporter was able to power the meter on after replacing the battery. In addition, there was no report of patient impact associated with this complaint. On (B)(6) 2012, lifescan completed device evaluation with the meter involved with the complaint. Investigation revealed there was high standby current and there was a component failure with the returned meter. This complaint is now being reported due to the failed device evaluation results.